Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that the handpiece was running hot during testing. The handpiece overheated within 15 to 20 seconds. There was no troubleshooting performed and no back up device was used. There was no patient involvement.

Manufacturer narrative:
Analysis found that motor was stalling. Housing and motor were corroded with motor bedded inside the housing. If information is provided in the future, a supplemental report will be issued.